Event description:
On (B)(6) 2013, an attempt was made to drain left pleural effusions with an 8.5 french fuhrman catheter. Pleural fluid sample indicated that the physician was in the correct position in the 3rd intercostal space. Guidewire placed through needle and removed. Nick was made at the skin and dilator was advanced and removed. Fuhrman cath was attempted to be inserted, then the guidewire, however only advancing halfway, too much resistance to advance further. Wire was removed intact but no drainage from fuhrman so fuhrman was discontinued. Tip of fuhrman was not intact after removed, no resistance felt. The cxr confirmed that a 2 cm tip was stuck in her subcutaneous tissue, outside of the thorax. On (B)(6) 2013, an exploration of the fuhrman wound was done under fluoroscopy. The tip was removed. Bilateral chest tubes were placed. The patient was discharged home stable on (B)(6) 2013.